Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one guide wire in an advancer assembly. The advancer provided with this kit includes a straightening tube and cap at the distal end. This components were not returned. No information on whether they were removed by the clinician or attached when the kit was opened was provided. The guide wire was protruding through the snubber attached to the proximal end of the advancer. A kink was visible in the opening of the straightening tube where the thumb is used to advance the wire. The wire could not be moved in the advancer while the proximal end was through the snubber. Once freed, to was easily moved through the advancer and the wire was examined and measured. The kink was confirmed at 3.5 cm from the distal end and the wire met dimensional specifications. A review of manufacturing records did not yield any relevant findings. Since no information was provided on the straightening tube and cap, the probable cause of this issue could not be determined. No further action will be taken.

Event description:
It was reported that prior to insertion in the ICU, the guide wire would not easily slide from the advancer. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.